Manufacturer narrative:
Dr. (B)(6) has assured the patient that it is part of the healing process. Patient will update dr. (B)(6) of any changes. Patient reports no more pain after being prescribed meds by hcp, the implant activation is scheduled for (B)(6).

Event description:
Patient called and reported sharp burning pain in ankle near incision site. She said the pain started last night, (B)(6) 2025 around 9:30pm and she took her sleeping pills that helped her go to bed. Pain woke her up at 3am and she had to take otc pain medication to go back to bed. She describes the pain to be an 8 out of 10 when present. Today the pain has been off and on and not triggered by any certain activity. She did have an appt with dr. (B)(6) and she said the incision looks good and not sure what may be causing pain. She was prescribed gabapentin for pain which she will take today. She was implanted on (B)(6) and yet to be activated. (B)(6) advised patient to follow dr. (B)(6) instructions of resting, elevating leg and taking prescribed medication of gabapentin.